Event description:
It was reported that the patient presented in clinic for right atrial (ra) and right ventricular (rv) leads revision due to inappropriate shock caused by lead dislodgement. Patient claimed to have experienced the shock. Upon interrogation, it was noted that both leads exhibited low sensing and loss of capture. The ra lead further exhibited high pacing impedance. Fluoroscopy imaging was performed and confirmed dislodgement of both leads. Programming changes were made initially to disable therapies. The physician elected to explant both ra and rv leads and replace the rv lead only. The atrial port was plugged on the device. No damage was observed on the leads. The patient's condition remained stable.